Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment the patient experienced loss of pulses and color and an arterial occlusion was confirmed. Treatment consisted of surgical intervention and was successful. No further complications were reported.